Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they have been scheduled for an MRI of their lumbar spine next week, but they don't think they can have it. They were told they couldn't have any mris, but their doctor said they think it will be ok. Caller added that the implant has not been charged for several years and doesn't work. It was very difficult to get it to recharge because it wouldn't stay in the proper place on their back. Caller mentioned that one doctor said it wouldn't recharge because the battery was installed incorrectly. Caller stated the implant was in the curve of their back and wouldn't stay put in place when they leaned back to recharge. Nothing ever happened after that, and they've just been passed along from one doctor to another. It was very difficult and they spent hours working on charging, but they didn't get any pain relief from it anyway so they just gave up. Agent reviewed MRI eligibility form with caller. Caller became very emotional stating their doctor is not going to go through this effort, and they're just going to cancel the MRI. Caller was crying and stated their pain is worse than it was before all their surgeries, and they've only had bad luck with this implant. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The hcp stated that device no longer works for them and it is not charged. Caller was not sure when this began for the patient.